Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned device was consisted of a maverick² balloon catheter was received with no other devices. A visual examination of the returned device found that the hypotube was kinked at various locations along its length. This kinking is consistent with excessive force having been applied to the shaft. A visual examination of the balloon identified a longitudinal tear in the balloon material. The tear stretched from the proximal markerband to the distal markerband. A detailed examination of the balloon and markerbands could not identify any anomalies which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was located in a moderately tortuous unspecified vessel. A 15mm x 2.0mm maverick² monorail balloon dilatation catheter was used to predilate the target lesion. Upon inflation, the balloon ruptured at approximately rated burst pressure. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was located in a moderately tortuous unspecified vessel. A 15mm x 2.0mm maverick² monorail balloon dilatation catheter was used to predilate the target lesion. Upon inflation, the balloon ruptured at approximately rated burst pressure. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.